Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the weld broke for the backrest bracket. Back will not stay up.